Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review lot# 3997470 and relevant components review were conducted and there were no non conformances found that would have contributed to the reported complaint.

Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger that came out of the 100ml/50ml bag too easily and spilled on the floor. During removal of the bag from the chemo transport bag, the chemo spilled on the floor and a chemo spill kit was used for the area. There was no patient involvement, no adverse event, and no delay in critical therapy.